Manufacturer narrative:
(H3) based on historical complaint investigations and the returned device, the broken instrument reported was likely the result of the dowel pin backing out, possibly due to years of surgical use and subsequent sterilization cycles

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 311-07-05, hum hd impctr, 13 + replicator 1.5 stem.

Event description:
As reported, during a shoulder procedure on a (B)(6) male, a washing was performed with a pulsavac and a broken piece of the modular broach handle was found in the wound. This breakage was not identified before. Patient was last known to be in stable condition following the event. Devices are to be returned.